Event description:
The facility indicated that after washing the pt on the shower stretcher, while the caregiver was dressing the pt, he slipped off the stretcher. This occurred while the caregiver was straightening the sling. The sling was straightened and the caregiver had manually placed the raised edge of the stretcher down. Why this was done is not clear. The caregiver was ready for transfer of the pt. No injuries were reported.

Manufacturer narrative:
The device was examined by an arjo investigator and found to be in good condition. All functions met OEM specifications. It is not clear why the raised edge was already down, as this is not the usual way. The pt was ready for transfer when the sling was straightened. Based on the info provided, the MFR has concluded the root cause of this event (the pt slipping off the stretcher) was that the side supports were not folded up while in use. The MFR recommends retraining of the operators of this device to the operating and product care instructions.